Manufacturer narrative:
Device evaluated by MFR.:investigation completed on the returned device revealed tip damaged, as part of overall visual revision. The distal tip was bent. Additionally, it was observed that the coating of the distal tip was peeled off approximately 0.5 cm. The overall length, outer diameter (od) of distal tip, od of middle of the device and od of proximal section were within specifications.

Event description:
It was reported that the guide wire tip was frayed. A 300cm straight tip v-14 control wire was advanced to the lesion. However, it was noted that the wire was tip frayed while advancing. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that the guide wire tip was frayed. A 300cm straight tip v-14 control wire was advanced to the lesion. However, it was noted that the wire was tip frayed while advancing. The procedure was completed with a different device. There were no patient complications nor injuries reported.